Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the related coding fields and date received by mfg. The manufacturer previously reported: "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported due to non-use of the device for the past couple of months, due to the device being recalled, the patient experienced difficulty breathing, sinus headaches, tiredness, waking up at night, snoring, and high blood pressure. Additionally, the patient reported results from a sleep study documented breathing would stop 90 times per hour. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported due to non-use of the device for the past couple of months, due to the device being recalled, the patient experienced difficulty breathing, sinus headaches, tiredness, waking up at night, snoring, and high blood pressure. Additionally, the patient reported results from a sleep study documented breathing would stop 90 times per hour. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.